Event description:
Boston scientific crm received information that two months post implant, the left ventricular (lv) lead was explanted due to dislodgement. A new lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.